Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported that the customer received a no delivery alarm. The customer stated that he/she uses reservoirs for six to nine days rather than the recommended two to three days. The customer's blood glucose level was 106 mg/dl. Standard troubleshooting was performed. Changing the reservoir resolved the no delivery alarm. The customer was advised the reservoir was likely occluded and advised of the two to three day rotation guideline for reservoirs. The product is being returned. Nothing further was reported.